Event description:
A new pico was applied to a sacral pressure sore in a community setting (B)(6) 2017. Everything worked perfect initially. When nurse returned on (B)(6) the pump was dead and not working and dressing was not compressed.

Manufacturer narrative:
(B)(4).